Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of error b30 could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii xenon light source display a b30 error with 6 different scopes. The event occurred during installation, prior to therapeutic operation. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer mentioned that the 180 series scope with the maj-1430 displays image without issue. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.